Event description:
Shaft frosted during pretest cycle.

Manufacturer narrative:
No event or product information provided. Reporter stated that probe is to be returned. Repeated attempts to have probe returned and to gain additional information have been unsuccessful. If product is returned or additional information is received, a follow-up MDR will be submitted

Event description:
While reporting a shaft frosting ae that occurred on (B)(6) 2012, the person making the report stated that they had another probe that failed for shaft frosting. No information on this ae was provided at the time of report. Repeated attempts to gain additional information have been unsuccessful.

Manufacturer narrative:
Failed to provide 510k # on follow-up #1 k011074.

Manufacturer narrative:
Malfunction occurred during pre-testing. No patient contact or injury reported. Device received and evaluation conducted. Evaluation confirmed the reported issue of shaft frosting. Investigation identified a vacuum sleeve failure.